Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic (B)(6) 2021 for a normal follow up. Upon interrogation, it was noted that the patient's pacemaker was showing a battery longevity of 1 year despite being at the same longevity during a previous follow up less than 6 months ago. Overestimation of battery longevity was suspected, but no intervention was reported. The patient was stable throughout.